Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions. 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported to an allergan representative the event of during injection on an unspecified date with one syringe of juvéderm® ultra xc the needle popped off and the syringe broke, and the filler came out. The injector felt like the syringe was defective in some way by the way it fell apart while she was using it. Patient contact was made. No injury was reported. It is not known if the allergan package needle was used or if this was the initial use of the syringe.